Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure performed on (B)(6) 2013, the patient had another surgery on (B)(6) 2013 due to device malfunction. The leads were improperly installed in reverse order. It was noted that the patient was lost to follow-up except on (B)(6) 2013 for wound check as an outpatient appointment.